Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that nearly 2 months after dental implant was installed in intraoral region #11, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, immediate implant and immediate load procedures were performed, bone graft was executed and the patient presented bone type ii.